Event description:
During preventive maintenance, in tempus ls, a dpm fault was populated when the device was being tested for pacer outputs. The device didn't give output in the rage of the set pacer. The error created a banner that said ¿dpm fault.¿ a user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.